Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer acknowledged receipt of a field correction notice and will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continues. Technical support agreed to send a replacement pump with updated software and confirmed the shipping details, addressing the customer's request for signature upon delivery. The customer was instructed on storing the faulty pump and informed of procedures for receiving and returning the replacement device, all of which were acknowledged and understood.